Event description:
It was reported that the physician was implanting a gore viatorr tips endoprosthesis. The device was advanced through the liver into the portal vein. The physician pulled back the sheath and the chain link portion deployed. The physician then pulled on the deployment line but the device would not deploy. The physician pulled with greater force and the deployment line broke. A 5cm of the device were noted to be in a constrained state when the deployment line broke. The physician attempted to collapse the device into the introducer sheath with no success. The device was not inhibiting blood flow so the physician removed the delivery system and left the device in place. A second shunt was created in the liver and a second viatorr device was implanted in the desired location with no adverse effects. Both devices remain implanted and the patient was doing well following the procedure.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.